Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the pacemaker failed to interrogate. Additionally, the pacemaker exhibited no response to the magnet placement. The pacemaker was not used and replaced. The patient was in stable condition.